Event description:
The lead was capped.

Manufacturer narrative:
Upon receipt, the lead was cut in two sections. Analysis noted an insulation abrasion at 13.5cm from the connector pin and the etfe coating on one of the proximal cables was abraded. The insulation abrasion found is consistent with friction to the ICD can.

Event description:
It was reported that review of egms showed noise was present on the ventricular channel. The noise was reproducible with isometrics. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.